Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 141 mg/dl. The customer has had 5 no delivery alarms in the past 5 months. Customer did not notice any anomalies with the infusion sets and reservoirs. The customer was unable to troubleshoot at the time fo the call. Advised that the infusion sets and reservoirs should be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)